Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. The customer reported a frozen display on the insulin pump. Troubleshooting was done. The customer was advised to reinsert the battery of the insulin pump. The insulin pump was functioning as designed. The customer was advised to monitor the insulin pump and call back should the issue reoccur. No additional information was provided.